Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter read inaccurately low compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one week prior to contacting lfs. The patient reported obtaining a blood glucose reading of 70mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of feeling hot/cold sometime after the alleged issue began. The patient reported being hospitalized and having their blood glucose tested on a hospital meter but could not recall any further information. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury associated with diabetes after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.